Event description:
Pre-cancerous cells on cervix [precancerous cells present], abnormal pap smear [smear cervix abnormal]. Case description: a consumer reported that they, an adult female age (B)(6), used tampax tampons, version/absorbency/scent unk, unspecified total daily use since she was a teenager, and reported the following: has pre-cancerous cells on her cervix, has had abnormal pap smears for many years. The consumer had visited her physician. She had a leep (loop electrocautery excision procedure) and a cervical cone biopsy, but continued to use the tampons and continued having abnormal pap smears. She discontinued use of tampons a couple of years ago and entered a period of celibacy for 4 years; she has not had an abnormal pap smear since that time. The case outcome was not recovered/not resolved. Past medical history included: drug allergy - flagyl, gabapentin, and lyrica, concurrent condition-entered a period of celibacy for 4 years. No further info was provided.

Manufacturer narrative:
Lot number was not provided by consumer, therefore, unable to proceed with lot check/batch retain request. A product sample was not provided by the consumer, therefore, unable to proceed with product investigation.